Event description:
The customer reported the ventilator alarmed and went vent inop upon startup. The customer reported the unit was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician was able to duplicate the reported problem. Upon visual inspection and evaluation of the unit, the service technician reported finding blower screws had loosened and were detached. The service technician replaced the blower to correct the finding. Vent inop during use, secondary to the reported finding, will stop providing ventilatory support to the patient. Performance verification testing was completed and all tests passed per operating specifications.